Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where it was reported that during an infusion, leaking occurred on the tubing. There was patient involvement, but no patient harm in the event. No further information is available for this complaint.

Manufacturer narrative:
The device is not available for investigation. However, a photograph was provided by the customer and evaluation of the photo is pending. (B)(6)

Manufacturer narrative:
A picture was returned showing a primary plum set inside a plastic bag. Received one (1) used list #14687-15 primary plum set. As received a small anomaly was observed on the tubing between the drip chamber and the cassette. Inspection under uv light showed errant solvent on the tubing. The set was leak tested per specification. A leak was observed to be coming from the anomaly. The complaint of leakage on tubing can be confirmed. The probable cause of the observed anomaly is due to a solvent application error. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.